Manufacturer narrative:
No pt information as no pt was present. A RMA was issued. Investigation of the returned treon communication power cable found that a device electrical malfunction directly caused an event. A continuity test revealed an intermittent open from pin 1 to shield of the fischer connector. Investigation of the returned spring arm assembly found that it did not cause the event. A continuity check did not detect any opens or shorts within the cable. The spring arm showed signs of wear and tear but it was fully functional.

Event description:
A medtronic rep reported the stealthstation experienced intermittent black status, prior to surgery. There was no pt present.